Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat#: 5515-f-502; lot#: ehcdl. Triathlon asymmetric x3 patella; cat#: 5551-g-299; lot#: txnl. Tri ts baseplate size 4; cat#: 5521-b-400; lot#: kkytd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As reported: "surgeon performed a stage 1 procedure due to infection." Unknown if infection was clinically confirmed.